Manufacturer narrative:
No device identifiers were provided. The hyrdus microstent remains implanted in the patient in good position and is not available for evaluation. Iritis, iop elevation, and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The patient underwent cataract surgery in combination with hydrus microstent implantation in the left eye on (B)(6) 2020; surgery was uneventful. The surgeon reports that the patient experienced rebound iritis in both eyes whenever the topical anti-inflammatory medication was discontinued. The microstent is well positioned in schlemm's canal. The patient did not have preexisting chronic iritis; however, his medical history includes a heart transplant and use of anti-rejection medication (systemic immunosuppressant therapy). The patient's preoperative iop was 19 mmhg with a best corrected visual acuity (bcva) of 20/30+2. At the postoperative examination on (B)(6) 2020, the patient's iop increased to 25 mmhg (on maximal iop-lowering medications, topical and systemic); at this visit the slit lamp examination revealed trace cells and bcva was 20/40. On (B)(6) 2020, the patient's iop increased to 30 mmhg (on maximal iop-lowering medications, topical and systemic) with lingering inflammation and 20/25 bcva. Due to the patient being on maximal medications, the surgeon implanted a xen gel stent on (B)(6) 2020. At the examination on (B)(6) 2020 the hydrus was in good position and iop decreased to 20 mmhg. The surgeon reported iop elevation, iritis, and xen implantation in the patient's right eye which also has a hydrus microstent implanted. This report is for the patient's left eye. Refer to MDR #3007683266-2020-00017 for the patient's right eye.